Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported that one of their clinics had a patient whom received a suspected false negative result with cue covid-19 test for home and over the counter (otc) use. Unknown date: patient came into the clinic after testing positive on an unspecified brand of over-the-counter test. At the clinic, the patient was tested with the cue covid-19 test for home and over the counter (otc) use and obtained a negative result. Since the patient had symptoms, an abbott ID now test was performed and the patient received a positive result. No further information regarding dates and times, or reader/cartridge serial numbers have been provided.

Manufacturer narrative:
Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported that one of their clinics had a patient whom received a suspected false negative result with cue covid-19 test for home and over the counter (otc) use. Patient came into the clinic on (B)(6) 2022 after testing positive on an unspecified brand of over-the-counter test on (B)(6) 2022. At the clinic, the patient was tested with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 22242h) and obtained a negative result. Since the patient had symptoms, an abbott ID now test was performed and the patient received a positive result. Patient had no known exposure. Cartridges were stored within the validated temperature range.